Manufacturer narrative:
Device was not explanted. Therefore no analysis possible.

Event description:
Premature eri/eos for battery. This device is one of 25 devices that had this problem. This MDR is being filed retroactively at the request of cdrh and oii after an inspection in feb 2025. Avertix performed a recall/correction in 2023 for this issue.